Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer (B)(6) 2019. It was reported MRI compatibility guidelines were requested. The patient reported the MRI was to check the lead because ever since implant she has had difficulty charging the ins. Currently the battery was dead, and they just want to check the lead. The patient reports the battery won¿t stay charged. It was recommended to have ins jumpstarted and charged, and then turn to MRI mode before having the scan. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient was charging too often. The rep reported that the patient was charging daily and later that day the battery was at 25% and was taking over 3 hours to charge battery to full. It was noted that the patient was implanted at the end of (B)(6) 2017. The patient had not been recently reprogramed or switched to a new group. The patient had not recently increased parameters. The rep also reported that with the slightest movement, the patient was losing coupling bars, going from 8 to 0 bars, even just trying to take a drink caused coupling to change. With the patient¿s settings recharge interval calculation is as follows: 4.76 days, patient settings: 3.0v, 90 pulse width, 1000hz, 383 ohms, 2+2- electrodes (6+7-, 14-15+). The patient was advised to try adhesive discs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported patient's device hasn't worked in 2 years. They were unable to use the patient programmer to communicate with implant. Overdischarge was suspected. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.